Event description:
Boston scientific received information that during a pre-operative check for a non-device related procedure, this pacemaker and right ventricular (rv) lead were found to have high out of range pacing impedance measurements. It was reported the pacing impedance measurements had been chronically high. All other measurements were acceptable. The device was later explanted due to normal battery depletion. Records indicate the rv lead remains in service with impedance measurements of 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
This chronic rv lead and replacement pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead fracture was observed in the area of the device pocket under fluoroscopy. The device was noted to have been placed sub-muscular with very acute bends of both lead terminal pins into the header and was felt to be the cause of the fracture.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient sufferred from twiddler's syndrome. The active rv lead was noted to be dislodged and twisted around this previous surgically abandoned lead as well as the right atrial (ra) lead. An invasive procedure was performed. While the physician was unwinding the leads, the lead wires were noted to be exposed and extensive lead damage was observed. When attempting to retract the helix of the active rv lead, the lead fell apart. The physician positioned the products back in the pocket, closed the pocket and planned to refer the patient to a surgeon for complete system extraction on an unknown date in the future. No additional adverse patient effects were reported. Available information indicates that this product remains implanted.